Event description:
Patient reported that the expiration date, printed on the strip vial, appears to be "09/31/2006." Patient noted that the ink had smeared. According to manufacturer's batch records, the corresponding strip lot expired on 3/31/2006. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.